Manufacturer narrative:
The unit received was the skull clamp only. The lock had both rotational and lateral movement and would not stay locked. A residue buildup was present. The index knob and the lock needed new components added to replace worn internal parts. The unit also needed to be machined to have heli-coils added to large starburst threads; general maintenance and cleaning required. The DHR review showed that the device exceeds its expected life of 7 years. The device was manufactured in 2007. The complaint was confirmed. The definite root cause could not be reliably determined. Device identifier number: (B)(4).

Event description:
A customer reported that the a1114 mayfield infinity skull clamp locking mechanism would not lock during an unspecified procedure. The date of the event was not provided. There was a delay in starting the surgery but no patient injury. The patient was repositioned in a back-up mayfield. Additional information has been requested.